Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Radially expandable sleeve opened by the account without the appropriate packaging. The visual inspection of the returned product noted that the trocar, obturator, cannula, circular and envelope seals appeared intact. The radially expandable sleeve was not received. Pmv performed functional testing, the device passed an air leak test. The cannula tip was checked with a 221. Pin gauge and was in spec. An ethicon and a strykeflow ii were used to test for resistance by inserting and removing into the cannula. No resistance was noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, when the grasper was being remove to the trocar, the grasper became lodged into the shaft of the trocar. Another grasper and trocar was used to complete the case. There was no patient injury.